Manufacturer narrative:
(B)(4). Pump was received with a blank display, problem isolated to the electronic assembly. Unable to verify failed battery test or battery failed alert, low battery alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump had blank display as well as failed battery test alarm. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that the display did returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.